Event description:
It was reported that allegedly something went wrong with the mechanics of the device itself when the patient was being taken out of the back of the ambulance, and the device dropped hard and fast, approximately 2-3 feet. The patient reportedly landed flat on their back and hit their head. It was further reported that subsequent cervical and thoracic mris noted an incidental finding of an l1 disc herniation and tear.

Manufacturer narrative:
The model number of the device was previously unconfirmed. This has since been confirmed during the investigation. The serial number of the device is still unknown.

Event description:
It was reported that allegedly something went wrong with the mechanics of the device itself when the patient was being taken out of the back of the ambulance, and the device dropped hard and fast, approximately 2-3 feet. The patient reportedly landed flat on their back and hit their head. It was further reported that subsequent cervical and thoracic mris noted an incidental finding of an l1 disc herniation and tear.

Manufacturer narrative:
Based on the provided information, it was inconclusive if the patient injury was present before the cot drop, or if the cot drop led to the injuries alleged. This event was not likely due to any component level malfunction as no event or work order was recorded at the account around the time of this incident. This issue was potentially due to user error but could not be confirmed as more details could not be provided. H3 other text : unable to determine specific device, not available for evaluation.

Event description:
It was reported that allegedly something went wrong with the mechanics of the device itself when the patient was being taken out of the back of the ambulance, and the device dropped hard and fast, approximately 2-3 feet. The patient reportedly landed flat on their back and hit their head. It was further reported that subsequent cervical and thoracic mris noted an incidental finding of an l1 disc herniation and tear.